Event description:
It was reported that during an implant procedure, the right ventricular lead would not effectively defibrillate the patient; a dual coil lead was required. The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead analysis. No information to suggest a lead related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned and analyzed; analysis revealed the helix was distorted/bent. There was blood on the distal electrode and the overlay tubing. The overlay tubing was also noted to be cut and the lead was damaged at implant. (B)(4).